Manufacturer narrative:
(B)(4)-incorrect anatomy. There were no reported product deficiencies. The reported patient effects of thrombosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a distal esophageal amplitude. In 2011, an unknown promus stent was implanted in the target lesion. On (B)(6) 2013, the patient was admitted with thrombosis. The thrombosis was treated successfully with an unknown balloon catheter. The flow was good following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.